Event description:
The personal therapy manager (ptm) displayed code 8476; motor stall. The pt was going to the emergency room and the local physician was being contacted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).